Event description:
It was reported to boston scientific corporation that an ultraflex precision colonic stent system was used during a colonic stent placement procedure on a female with a primary tumor in the sigmoid colon. According to the complainant, the tumor was located about 40cm from the anus. The stent was successfully placed between the descending and sigmoid colon. An abdominal CT performed directly after stent placement found not sign of air leakage out to the abdomen. In 2009, nine days post procedure, the pt presented with abdonimal pain and fever at the hospital emergency département. An abdominal CT showed free air into the abdomen. A laparotomy performed on the same day found a perforation in the proximal sigmoid colon potentially caused by the stent. A hartman surgical procedure was performed and a sigmoid colon stoma was created. The pt recovered well from the surgery and was discharged from the hospital three weeks later.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR date are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.